Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "mitral valve replacement surgery to the rescue: a case report of multiple failed transcatheter devices to treat mitral regurgitation" was reviewed. The article presented a case study of a 70-year-old female patient with refractory congestive heart failure, severe pulmonary hypertension, and chronic kidney disease. It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr). An mitraclip was deployed on the mitral valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tissue damage on the anterior leaflet. An additional mitraclip was implanted, reducing mr to a moderate grade. One year, the patient was experiencing recurrent congestive heart failure and progression of mr. Therefore, an amplatz vascular plug was implanted. Four months later, the patient presented with progressively worsening shortness of breath and signs of hemolysis. The patient then underwent a mitral valve replacement, removing the two mitraclips and the amplatz vascular plug. [The primary author and corresponding author was claudia cote at dalhousie university institution with corresponding email claudia.l.cote@dal.ca].

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr, recurrent heart failure, dyspnea, and hemolysis were likely results of worsening patient condition. The reported patient effects of tissue damage, mitral regurgitation, heart failure, dyspnea, and hemolysis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.